Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to a mitraclip procedure. Reportedly, after deploying the sutures, the proglide device could not be removed. The guide of the proglide device broke into two pieces. Using a contralateral access the separated proglide guide was snared and removed. There was no tissue damage. The mitraclip procedure was completed and hemostasis was achieved by surgical suturing. There was no reported adverse patient sequela. There was a clinically significant delay of 90 minutes in the procedure due to the issue with the proglide device. No additional information was provided.